Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 19115394, medical device expiration date: 2022-11-04, device manufacture date: 2019-11-04. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d low sorb ss 0.2m had air in the line on 4 occasions. The following information was provided by the initial reporter: material no: 10010454, batch(lot) no: 19115394. It was reported that air is being pulled into line while infusion running.

Manufacturer narrative:
The customer reported ¿air is being pulled into line while infusion running¿. Received from the customer were four used primary sets model 10010454. Two with lot 19115346, one with lot 19115394, and one with lot unknown. Three sets were received with their original packaging. Two sets were received with a light blue alcohol disinfecting cap attached to the distal smartsite. Received with a copy of the customer¿s ¿product failure form¿. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Traces of yellowish/brown liquid was observed in the sets¿ drip chambers and tubing. No abnormalities were observed during visual inspection. To prepare the sets for functional testing a lab extension set was attached to each sets¿ male luer. A 22 gauge cannula was attached to the end of the extension set to closely simulate how a set would be used in the field. Functional testing was performed by filling a lab IV bag with blue-dyed water and attaching the returned disposable sets allowing the fluid to flow through the sets via gravity following dfu. Precautions were taken not to invert the filter while priming to ensure proper priming and eliminate the introduction of air to the system. The set was clamped below the filter immediately after priming to assure that the filter would not empty which might also allow air to enter the system. The sets were loaded into a lab pump module device with an air bolus limit set to 250 l and accumulated air ¿enabled¿, as the customer did not provide pump module¿s air bolus limit and accumulated air settings. The primary infusion was programmed at a rate of 25ml/h and vtbi 25ml. The infusion completed with no alarms or any air-in-line issues noted by the device. No air bubbles were observed in the sets¿ tubing or filter. The sets were pressure tested while submerged underwater (per (B)(4) disposable leak test method). Air pressure was incrementally increased from 5 psi to 30 psi. No leaks or issues were observed on the sets. Equipment used (inspection and testing performed on (B)(6) 2020) air pressure regulator with pressure gauge eq00138, calibration due date: 02-oct-20. Optical ram-cnc, eq08204, calibration due date: 05-feb-21. 8015 alaris pcu 1.5, eq08330, pm due date: 04-aug-21. 8100 alaris system lvp, eq08327, pm due date: 15-nov-20. The device history record for primary set model 10010454 lot 19115346 was performed. The search showed that a total of (B)(4) in 1 lot were built on 04 november 2019. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The device history record for primary set model 10010454 lot 19115394 was performed. The search showed that a total of (B)(4) in 1 lot were built on 04 november 2019. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The device history record for primary set model 10010454 lot unknown could not be conducted because the lot information was not provided. The customer¿s report of air being pulled into line while infusion running was not confirmed on the four primary sets models 10010454. The root cause of air in line could not be determined as the reported event was not replicated during internal functional and pressure testing. In addition to the set¿s dfu, it is recommended that the customer refer to attached tip sheets for priming pump module administration sets and air-in-line alarms that may be relevant to the customer event. Air can be introduced into the line if priming is not performed correctly particularly when a filter is in use. Following priming if an in-line filter is in use, loss of prime on the filter can be avoided by closing the clamp below the filter (or placing sterile cap on end if no clamp) and maintaining proper vertical filter positioning at or below the patient¿s mid-axillary level (or IV set). If the filter is maintained above this level, it may cause loss of prime. H3 other text : see h10.

Event description:
It was reported that as lvp 20d low sorb ss 0.2m had air in the line on 4 occasions. The following information was provided by the initial reporter: material no: 10010454, batch(lot) no: 19115394. It was reported that air is being pulled into line while infusion running.